Event description:
It was reported that during an lavh procedure, the device would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the anvil in the close position and extended as the anvil crimp was noted to be insufficient. A cartridge was present and fully loaded with staples. The anvil was manually reinserted on the device and the device was tested for functionality with the returned cartridge. The device fired, cut and formed all the staples as intended. An investigation has been initiated to determine the cause of this issue. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.